Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The advancer, burr, sheath, coil, and handshake connections were microscopically and visually examined. The annulus of the burr was found to be flared and not round. The sheath, coil and rotowire were cut. The coil was separated/cut 20cm from the strain relief and the sheath was cut 20.5cm from the strain relief. The rotowire was able to be removed from the burr catheter and advancer with no issues. Because there was no evidence of any product quality deficiencies, it was considered likely that the additional damage was attributable to procedural factors. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was further reported that the rotoburr and the rotowire were removed and cut outside the patient's body.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-11635. It was reported that the burr became stuck on the wire. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending (lad) artery. A 1.75mm rotalink¿ plus and rotawire¿ were selected for use. During ablation when the physician attempted to remove the burr, it was noted that it became stuck on the wire and could not be removed. The device was removed together with the wire as a system. The procedure was completed with this device. No patient complications were reported and the patient status is good.